Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device¿ suture stuck in the patient¿s intestine. As a result, medical intervention was required in order to resolve the patient¿s injury.